Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. A review of the electronic lot history record (elhr) and corrective action tracking system for the web (catsweb) revealed one nonconforming material record (ncmr)/exception associated with this lot. Based on review, the plunger was not returned; therefore, it is unknown if the exception contributed to the reported event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another prostyle was attempted but the same occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.